Event description:
Customer stated that the device overheated. There were no adverse incident reports attached with the complaint. No additional info was provided by the user facility.

Manufacturer narrative:
The device was received by the MFR, however the complaint could not be confirmed. The drill was unable to be activated as the motor had seized. Internal components were evaluated which revealed the presence of corrosion around the motor assembly as well as the bearings. The presence of corrosion can lead to increased friction among the rotating components of the drill which can lead to generation of heat.